Manufacturer narrative:
H11: additional manufacturer narrative: per the engineering evaluation and investigation, no product evaluation could be performed as the product was not returned. A DHR review was conducted and confirmed all validated processes and parameters were followed during the manufacturing of the suspect device lot. There were no nonconformances or deviations associated with this lot. The incoming inspection records were reviewed for the device tubing and there were no visual or dimensional nonconformances. Mitigations are in place at the supplier including a 100% visual inspection tip smoothness, tip cracking, tip deformation, and catheter melt. Based on the information provided, the rc2014s may have been used for suction, as the event description refers to the tip as a "suction tip." This would be considered off-label and abnormal use of the device. The instruction for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Due to limited information available for the report incident, a definitive root cause of the reported event cannot be conclusively determined. An edwards/supplier defect has not been confirmed. This event was reported to the FDA as MDR-30 day reportable with reference number (B)(4) in relation to the distributor kit model dynj76106c CABG-pump-lf which includes the rc2014s. Report mw5159684 is referenced as part of that report. No additional information was provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified of a complaint from a customer stating suction tip broke during a procedure. The tip was reported to have come off in the chest cavity of the patient. The tip was retrieved and confirmation of removal of pieces was completed by the surgical staff. The failure was reported to be with rc2014s from lot 2023051119. The device is not available for return. Patient impact and status are unknown. This event was reported to the FDA as MDR-30 day reportable with reference number (B)(4) in relation to the distributor kit model dynj76106c CABG-pump-lf which includes the rc2014s. Report mw5159684 is referenced as part of that report. No additional information was provided.